Event description:
It was reported that the patient experienced backup battery faults on 03oct2023 at 16:15 and the alarms continued until the system controller was exchanged several minutes later at 16:22. It appears that the system controller failed the backup battery load test. Exchanging the system controller resolved the faults, and there were no other troubleshooting steps performed prior to the system controller exchange. Evaluation of the returned controller found fluid ingress in the power cable jacket and wire fatigue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files. The log files collectively contained approximately 1 day of relevant data (21:11 02oct2023 to 16:32 03oct2023 per timestamp). A backup battery fault alarm was observed at 16:15:36 on 03oct2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low-speed limit while the driveline was connected. The driveline was disconnected from the controller shortly later at 16:22, which is consistent with the controller¿s exchange. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. The controller was not returned with a backup battery, and therefore a test backup battery was used to complete testing. Throughout testing, the backup battery passed multiple load tests and the controller passed multiple self-tests. The reported event was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test. Similar incidents of the backup battery not passing load tests were identified and corrective action was taken to reduce the occurrence of the backup battery fault alarms. The controller was manufactured prior to the implementation of the corrective action. During the investigation there were incidental findings of fluid ingress in the power cable jacket and wire fatigue in the black power cable. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault and low voltage conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.